Manufacturer narrative:
(B)(4). Batch r58r17. Investigation summary: the analysis results found that the tcr75 reload was received with no apparent damage. The cartridge reload had the swing tab in the unlocked position. The cartridge reloads had the proximal 1 driver up without staples, and the remaining drivers down with staples present. The device was tested for functionality with the returned cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, the distal part of some staples did not form b-shape. There was no patient consequence. No additional information available.